Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. These events are being reported as serious injury due to the reported skin necrosis and seroma, with surgical intervention. The lots associated with these events was not reported and remains unknown; therefore a review into the device history records could not be performed. No devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the events and the artia could not be determined. Follow up attempts continue for additional information from the corresponding author. If additional information is made available, a supplemental report will be submitted.

Event description:
During a literature review titled, ¿performance of human and porcine derived acellular dermal matrices in prepectoral breast reconstruction: a long-term clinical and histologic evaluation¿, abbvie became aware of a attached publication from the USA on a retrospective study of consecutive patients undergoing immediate adm-assisted, prepectoral, tissue-expander/implant breast reconstruction who received both human and porcine adms in the same breast. The porcine adm was artia and the human adm was alloderm. One-hundred sixteen reconstructions were performed between may 2015 and november 2017. The authors report the following postoperative complications that occurred in 10 breasts: skin necrosis ¿ 8 seroma ¿ 2 expander/implant exposure ¿ 2 returns to the operating room ¿ 3 caspular contracture in radiated breasts ¿ 2 the lot number (s) associated with this complaint were not reported.